Manufacturer narrative:
Event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had their stimulator turned off at the doctor's office because it was hurting them at the implant site, which they stated was located in the butt and groin areas. It was still hurting in the same areas despite turning stimulation off. It "still kept getting warm down below ," and due to this, they were not sure if it was "kicking back on". The patient clarified it still felt like the ins was turning back on because they were still hurting as noted above. They no longer had the programmer because they threw it away because of the issues above. So troubleshooting was unable to be performed on the call. They contacted their healthcare provider and their healthcare provider scheduled a telehealth appointment for (B)(6). The healthcare provider took x-rays, but they had not received the results of them back yet. They were redirected to their healthcare provider to discuss x-rays/symptoms. The patient stated this all started "it's been a while ," and clarified the month as (B)(6) and confirmed the year as 2020. They noted they had the ins turned off in (B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they got shocked by implant and patient had to go to "u of l".. Agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed as unable to troubleshoot as patient threw away programmer. The patient was redirected to their healthcare provider to further address the issue. Patient clarified they are having "burning and stabbing like pain, it's hurting" at implant site and that due to this they are not sitting on butt cheek that implant is located in. Pt stated they have telehealth appt. Scheduled for jan. 15th . Patient does not have programmer anymore due to throwing it away. Pt stated they are not interested in getting another programmer because patient stated they might have ins removed due to this. No further complications were reported/anticipated at this time.